Event description:
It was reported that the patients ipg was getting hot. It was noted also that lead had migrated and had impedances. The patient underwent a battery and lead replacement procedure. The patient was doing well post operatively. The explanted device will not as it was not released by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).